Manufacturer narrative:
The device was not returned to olympus for evaluation. Since the product for this complaint was not returned to oste, the investigation is based solely on the information provided by the customer. Based on the results of the investigation, it is likely that the following led to the malfunction: the cause for the reported issue cannot be definitely determined. A device history review revealed: a manufacturing and quality control review was performed for the affected lot number/serial number without showing any non-conformities or deviations regarding the described issues. This issue is addressed in the instructions for use (IFU): infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the gynecology hysteroscope black tip was broken. This issue occurred during preparation for use of a general diagnostic procedure. There was no piece of equipment that fell into the patient and there were no complications for the patient. There were no reports of patient harm or injury.